Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 03/25/2010 and was last repaired on 10/3/2013 for a non-related issue. Evaluation of the device observed the comb had damage to the tines on the right side. The roller had minor wear to the gear teeth and the right end was gnarled. Prior to repair, both the test mesh and the calibration check could not be performed due to the damaged comb. A cutter for evaluation with the device did not pass cutter evaluation and was returned to the customer as non-repairable. Repair of the device included replacement of the comb, both side plates, ratchet gear, roller, and all standard repair parts. The cause of the reported event was likely the damage to the comb, which was likely caused by the user not properly handling the device. The device was serviced and returned to the customer.

Event description:
It is reported that the zimmer skin graft mesher was sticking. No additional clinical information was received prior to this report.